Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Samples received: 3 unopened pouches and 2 opened. Analysis and results: there are no previous complaints of this code batch. The (B)(4) units of this code batch were manufactured and distributed in the market . There are no units in stock. Three closed samples were received and two open samples with the needle detached from the thread. Tightness test was performed on the closed samples received and the units are tight. The needle attachment of the closed samples received has been tested and the results fulfill the OEM requirements. The batch manufacturing record was reviewed. This product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the closed samples received fulfill the OEM specifications, note of this incidence has been made in order to assess if new or additional actions are needed. Actions on product distributed from this reference/batch: based on the conclusion derived from investigation, there is no field action required in distributed product. Corrective/preventive actions: according to OEM internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: great britain, UK. The needle detaches from the thread.